Event description:
Following a laparoscopic anti-reflux procedure, a pt experienced persistent reflux symptoms leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2013 without issue; uneventful device explant on (B)(6) 2015; device found in correct position/geometry at time of explant; pt underwent toupet fundoplication during same procedure as explant of linx device; pt in satisfactory condition after explant.